Event description:
Information received indicates the brake will not hold at the head end of the stretcher.

Manufacturer narrative:
The technician found the rocker arm on the brake/steer linkage was broken. The technician replaced the rocker arm to repair the stretcher.